Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic sigmoidectomy on (B)(6) 2011. During suturing of the muscle layer of the port incision, the needle broke. A 5cm additional incision was performed to retrieve the broken needle. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The used needle was examined for visual defects under 10x magnification and no attachment defects were observed. However, the edge of the barrel and the hole of the needle are severely damaged by use of the needle holder. The sample condition suggests that is an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process. User error caused the event.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle detached from the suture during laparoscopic suturing. The patient underwent x-ray examination and additional tissue dissection was required to remove the needle from the patient's body during the same procedure.